Event description:
Reported via patient call center. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient had a pulse field ablation (pfa) at the same time as the closure device procedure. The patient stated that during a routine three (3) months follow up computed tomography (CT) an 8mm leak was noted. The CT scan showed that the closure device was well seated. The patient is still on eliquis. The patient stated that another follow up CT is planned at one-year post-implant procedure.